Manufacturer narrative:
Part: 04.503.901s. Lot: 9168334. Manufacturing site: (B)(4). Release to warehouse date: 08. Oct. 2014. Expiry date: 01. Sept. 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2015 that an unknown procedure was performed. On (B)(6) 2020, it was found that the plate had broken and a revision procedure needed to be scheduled. Concomitant device: unknown screws (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) ti matrixmandible preformed recon pl/small/left/2.5mm thk. This is report 1 of 1 for (B)(4).